Event description:
In early 2005, the patient was implanted with a obtape transobturator sling. Three months later, the patient experienced an unknown complication that required surgery. In late 2007, the patient experienced vaginal bleeding, discharge and an infected abcess that tracked from the vagina. No other information is available at this time.